Event description:
The surgeon inserted a plate collamer lens model cc4204bf and the lens tore during insertion. The lens was inserted and removed without patient injury.

Manufacturer narrative:
H6: results - (other) : visual inspection of the lens showed only a small piece of the lens was returned. The optic and one haptic were torn off missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.